Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side "saline rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, opening curved on anterior, broken plug strap and missing plug strap. Leak test and microscopic analysis was performed which identified: sharp opening on anterior (valve bond edge), sharp broken on plug strap and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. A sharp broken on plug strap assessed as an unidentified (tear) opening. Missing plug strap assessed as inconclusive.

Event description:
Healthcare professional reported unknown side "saline rupture." Device has been explanted.